Event description:
The endoform template (edt) was used to treat a pt who presented with surgical dehiscence post-procedure. The pt later developed a pseudomonas infection. No abnormalities were noted by the physician prior to or during treatment. In conjunction with the edt, the physician used hydrofera blue, wound veil and kerlix wound care products. The pt suffered no other clinical complications associated with the event and is doing well. The physician did not believe that this event was device related.

Manufacturer narrative:
A medical intervention was required, specifically, the treatment of pseudomonas using antibiotics. No further info on the event or procedure are currently available.